Manufacturer narrative:
Covidien reference: (B)(4). The serial number of the ventilator referenced in this report was not available at the time of the report therefore the date of MFR is unk. The hosp biomedical engineer inspected the device and replaced the hose. The internal part of the hose was evaluated. It was found to have experienced a detached external green hose and internal black hose.

Event description:
Covidien received info that, during use, the hose inflated abnormally. The hose was replaced. There was no harm to the pt.